Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected battery alarm was noted. The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump had a cracked case at the display window corner, minor scratches on the display window, cracked battery tube threads, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had intermittently responsive buttons. The customer stated that he was trying to reset the insulin pump by removing the battery, replaced the battery, and the insulin pump alarmed battery out limit. He stated that the act button was unresponsive because the alarm flashed, but he could not clear it. The customer's blood glucose was 167 mg/dl. The customer did not observe any significant events leading to the keypad issues. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.